Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 51 mg/dl at the time of the incident. The customer was also at 102 to 66 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported pump over delivery. The customer mentioned getting the smell of insulin in the reservoir compartment, and the pump hit a wooden surface. Troubleshooting was not completed. The insulin pump, reservoir, and infusion set will be returned for analysis.